Manufacturer narrative:
(B)(4).

Event description:
The customer reported a clear leak in the back of the beckman coulter coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient result or treatment are associated with this event. On the day of the event, a field service engineer (fse) observed that the tubing at pinch valve (vl)12b had a pinhole leak. Vl12b drains the wbc bath (vc3) into the hgb cuvette. Fse replaced the tubing, which resolved the issue. Root cause for the leak was a pinhole in the tubing going through vl12b.